Event description:
A (B)(6) female with recent history of sah s/p coiling of acomm present (B)(6) 2022 for elective angiogram which showed residual aneurysm. And now s/p stent-assisted coil embolization with stent placement in right a2 to right a1 and left a2 to left a1 with subsequent coiling complicated by catheter fragment embolization in to the mca. Surgeons attempted to retrieve the tip but were unsuccessful. The risk of rupturing the artery was too great and it was decided to leave the foreign body in the mca. Patient will need long term anticoagulation to prevent a stroke. Patient does have some deficits which maybe related to the retained fb. FDA safety report ID# (B)(4).